Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was producing muscle stimulation. It was also reported that cardiac tamponade was occurring. A pericardial centesis was performed. A cause of the tamponade was not determined. After the pericardial centesis, the lv lead was turned back on. There were no additional adverse patient effects reported. The lead remains in service.